Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxh 800 coulter cellular analysis system generated erroneous differential and nrbc results. The erroneous results were not reported out of the laboratory. Manual smear results were reported out as correct results. There was no death, injury, or impact to patient treatment associated with this event.

Manufacturer narrative:
The sample was collected in 5ml edta tube, stored at room temperature, and processed within 4 hours. Controls were run before and after the event, and were within qc specifications. The customer does not report the nrbc % directly from the instrument, but uses it as a flag to send them to the scope. Service was not dispatched for this issue. Raw data was provided, however, the data analysis has not been completed yet. The root cause for this event is unknown. The related events on the samples from this patient are reported in medwatch #1061932-2011-01340, and -01344 to -01348.